Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after having difficulty with the plunger of a bd ultra-fine¿ insulin syringe, it was noticed that scale markings were also missing. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: two investigations were carried out. First investigation summary: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 6347968. Customer states that the scale markings were missing and would not draw medication. The returned syringe was examined and exhibited faded scale markings around the 40 unit marking. The sample was also tested and was able to draw and expel properly without any observed defects. Sample was forwarded to manufacturing (holdrege) on 27apr2018 for further review. Second investigation summary: on 01may2018, holdrege received one (1) 0.5ml, 6mm, 31g syringe in opened polybag from batch # 6347968. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Additionally, the barrel was noted to be cracked/bowed at approximately the 40u (40 units) scale marking. Visualization of the scale print defect appears to correlate with the bowing/cracking within the plastic. Probable root cause is likely to be a jam at the infeed dial on the printer, causing the damage to the barrel prior to printing. If this were to occur, incomplete kissing of the printer pad to the exterior of the barrel could occur. Additional potential root cause could be a jaw jam on the form fill & seal (ffs) equipment, resulting in the damage to the barrel and he scratched/missing print. CAPA (B)(4) was initiated by the holdrege plant to address missing/scratched print defects and their associated root cause(s). Batch# 6347968 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA. A review of the device history record was completed for batch# 6347968. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications listed below that were print defects: 200675436, 200674524 missing print; 200675754 scratched print; 200678659 missing scale lines; 200674942 ink rings; 200673789 excessive ink. There were two (2) notifications [200670468, 200674647] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale marking missing and the 1st related complaint for clog on lot # 6347968. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (faded scale markings). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (clog). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.